Event description:
Pt arrived to operating room for davinci assisted hysterectomy. The procedure was started and the robot was docked. Early into the procedure, the robot had a non-recoverable fault. Intuitive surgical technical support was called. The fault was not able to be recovered by technical support. The robotic portion of the procedure had to be aborted, and the rest of the case had to be done laparoscopically without the robot. The pt did not have any direct harm.